Event description:
The dealer states the unit stops and will not start up again.

Manufacturer narrative:
(B)(4). Device evaluation received 6.15.2015. Conclusion: motor operated properly during bench test. Wiggled wires and brake handle with no failure. Unable to test under load.

Event description:
The dealer states the unit stops and will not start up again.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.